Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
Corrected information: it was reported that a patient underwent another hernia repair procedure on (B)(6) 2009 due to mesh migration of perfix plug. The perfix plug was removed and mesh was implanted in this surgery. On (B)(6) 2009, the patient presented in the ER with cough and sob. The patient refused admission at that time and was discharged on antibiotics with a diagnosis of bronchitis. On (B)(6) 2009, the surgeon elected to perform another surgery, reportedly due to the migration of the mesh. That mesh was removed and replaced with another same mesh on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a hernia repair surgery to treat a recurrent ventral incisional hernia with associated reflux esophagitis on (B)(6) 2009 and mesh was used. The patient underwent a second surgery on (B)(6) 2009 due to the migration of the mesh. The mesh was removed and another same like mesh was implanted. No additional information was provided at this time.